Event description:
Customer reported that he had unexplained high blood glucose and dka. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was over 700 mg/dl. Customer stated that his infusion set cannula was bent, noticed when it was removed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump was received in with loud motor noise during rewind due to a faulty motor. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operated currents were normal and no battery out limit alarm observed during analysis. A cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker and cracked battery tube threads noted.